Manufacturer narrative:
(B)(4).

Event description:
The patient's mother, via a manufacturer representative, reported the patient developed swelling in his legs and was admitted to the hospital. The patient's trial leads were placed on (B)(6) 2015, and his lead pull was scheduled for the (B)(6). The patient did not show up for his scheduled appointment so his healthcare provider (hcp) rescheduled for the (B)(6). The manufacturer representative spoke to the patient on the (B)(6) and he reported that everything was fine; he felt this was helping his symptoms and he would have everything removed on the (B)(6). The following day the manufacturer representative spoke to the patient's mother who reported the patient woke up complaining of leg pain and swelling. They went to the emergency room and he was admitted to the hospital. The manufacturer representative called again on the (B)(6) and the patient was still in the hospital but was doing much better. They had removed the patient's leads and he was going to follow up with his urologist the following week. No troubleshooting was performed and the issue resolved.